Manufacturer narrative:
(B)(4). Study title: development of intensive pd training program and demonstration of its effect on the outcome of incident pd patients. Type of study: interventional. Protocol number: (B)(4). The peritonitis event occurred during a non-baxter clinical study initiated by a physician from republic of korea. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by chills and foggy drainage one day prior to admission. The patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. The patient was discharged 3 days after admission. On an unreported date the patient was retrained on pd therapy. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.